Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope had foreign material blocking the instrument channel. It was reported that the event occurred at the beginning of a navigational bronchoscopy procedure. The customer stated that when the scope was introduced to the patient airway, the guide wire was unable to pass the device biopsy forceps due to a wire and a silicone like substances. The procedure was delayed approximately 15 mins and the patient was under anesthesia. The procedure was successfully completed using similar device. There was no patient harm or user injury reported due to the event. The customer further reported that it was also difficult to get the brush in the instrument port channel port during reprocessing of the suspected device. The user facility indicated the suspected device was taken out of service, cleaned, and sent to olympus for evaluation.

Manufacturer narrative:
To date, the device has not been received at olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned for evaluation and therefore the reported event could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material did not originate from the device. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "inspection of the endoscopic system: inspection of the instrument channel: confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also make sure that no foreign objects come out of the distal end." Olympus will continue to monitor field performance for this device.